Event description:
Additional information received indicated that non-sustained right ventricular oversensing (nsrvo) episodes due to myopotential oversensing had reoccurred. Reprogramming changes were recommended and are expected to be carried out at the next follow-up appointment. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) were noted on the device. Technical supported review of the session records suggested the oversensed signals to be caused by myopotentials. Reprogramming changes were recommended and the patient was stable with no consequences.